Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported the patient can no longer establish telemetry between his ipg and charging system or patient programmer. A new patient programmer was provided to the patient; however, the programmer did not resolve the no telemetry issue. The patient is working closely with his physician to determine the next course of action. No further patient complications were reported.